Manufacturer narrative:
No battery out limit alarm was noted on the pump, and all operating currents were within specification. The pump passed the self test. No unexpected low battery or of no power alarms were noted. All buttons functioned properly. However, found corroded keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, and a stained end cap sticker.

Event description:
Customer reported via phone, the insulin pump kept alarming battery out limit each time the battery was inserted. Customer's blood glucose was 10 mmol/l. The customer's father removed the battery and then inserted a new one but the device continued to alarm. Customer was unable to clear alarm, the buttons were unresponsive. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device to undergo further testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.